Event description:
Procedure type: ventral hernia repair. According to the reporter: approx 1 month post-operation, a problem occurred with the pt developing a fistula. Pt was brought back to the or, and it was found that the mesh from the original case (ventral hernia) had become stuck to the bowel. The mesh from the original ventral hernia was removed, and the repair was done with a competitor's mesh.

Manufacturer narrative:
Date of initial report sent: 09/10/2009. This condition was a known complication of procedure.